Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) experienced bleeding, hematoma, discomfort, and pain. Pocket revision was performed twice, and this crt-d remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.